Event description:
Both t's on this device deployed once the meniscus was penetrated the first time. The sutures were cut free and the t's remain in the patient. The surgeon was able to complete the repair using additional fast-fix devices. A minimal delay was experienced. No patient injury or complications were reported.